Event description:
The customer reported that their spo2 sensor shuts off by itself.

Manufacturer narrative:
The customer reported that their spo2 sensor shuts off by itself. Preliminary investigation identified that the spo2 was lost with no inop generated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4)